Event description:
Consumer contacted via e-mail and stated that the dual-type clean brush heads broke from the bottom part. No injury was reported.

Manufacturer narrative:
14-aug-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination withinsufficient cleaning.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer contacted via e-mail and stated that the dual-type clean brush heads broke from the bottom part. No injury was reported.